Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the incident. There was no reported impact on the customer's blood glucose levels. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.